Manufacturer narrative:
Device analysis report attached. This report is submitted on july 01, 2022.

Manufacturer narrative:
This report is submitted on february 09, 2022.

Event description:
Per the clinic, the patient experienced a skin necrosis and extrusion of the receiver/stimulator. The patient was treated with IV and oral antibiotics (specific date and duration not reported). The patient was placed under general anesthesia (date not reported), in order to reposition the device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and there are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on june 01, 2022.